Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine latitude follow-up, this pacemaker showed a drop in battery longevity. Data was sent to boston scientific technical (ts) for review. At this time, this pacemaker remains in service. No adverse patient effects were reported. Boston scientific technical services (ts) reviewed the data and the battery power consumption is stable with no evidence of pbd. The device power has been increased due to high rate atrial sensing. The device power doesn't appear to be affected by the accolade hydrogen issue.